Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported a motor error. No further information reported.

Manufacturer narrative:
The unit was unable to prime during prime, compromised force sensor test due to faulty fsr gold. The unit had minor scratches to lcd window, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained address or serial number label, and stained end cap sticker.